Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a seizure and low blood glucose. It was stated that the customer's glucose level was 78mg/dl by the time the paramedics arrived to the scene. Advised the wife to have her husband call us to troubleshoot the device. No further info was provided.